Event description:
Technician alleged that the head section was going up very slow and then drifted down.

Manufacturer narrative:
Technician replaced the head drive assembly to resolve issue with bed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.